Manufacturer narrative:
The customer reported that this unit was unexpectedly rebooting. A philips field service engineer evaluated the device at the customer site and verified the failure. The customer inadvertently had been using known failed batteries. Replacement with a known good battery resolved this issue.

Event description:
The customer reported that this unit was unexpectedly rebooting.